Event description:
It was reported that pump experienced multiple intermittent malfunction alarms. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump and customer resumed insulin therapy.